Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation. The patient had the device system removed. Additional information has been requested.